Event description:
The user facility reported that a piece of the guidewire coating "got stuck" in a urology scope during a procedure. Reportedly, the detached material in the scope was not noted until after the procedure was completed successfully. There were no reported patient complications. Additional event specific information has not been made available.

Manufacturer narrative:
The involved device was returned for evaluation. Visual examination confirmed that a portion of the polyurethane coating had been damaged and peeled away from the guidewire partially exposing the core wire in several areas along the guidewire. Testing confirmed that the coating was properly adhered in areas that had not been damaged. In addition, reserve sample evaluation confirmed no defects or abnormalities. The event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against a rough surface (apparently along the interior surface of the urology scope that was used.). A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/ or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending, and follow-up.